Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the console device was found overheating, the handpiece was observed heating up, causing the burrs, blades of the device breaking apart and would not recognize on the console. No further details provided regarding the event. No patient harm or injury reported. No user harm reported. This event reported is related to reports with patient identifiers (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was not returned for physical evaluation. Root cause of the issue cannot be identified. Olympus will continue to monitor complaints for this device.